Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight at the time of the event was confirmed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1blbt, implanted: b)(6) 2017-, product type: lead. Product ID: 3889-28, lot# va1blbt, implanted: b)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had right leg numbness and tenderness at the pocket site. An impedance check was ran and reprogramming was tried and the patient still had right leg pain. The implant was turned off to see if the pain went away. It was noted a revision was scheduled for b)(6). No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1blbt, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. It was reported that the patient had some numbness on their right leg, and it did not seem to matter if the device was on or off. It was noted that the patient¿s symptoms seemed controlled when their device was on, and the lead looked fine on fluoroscopy and during testing. The lead was pulled and a new one was placed on the left side, and the pocket of the ins was also moved to the left side. No further patient complications are anticipated or expected as a result of this event.